Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received december 31, 2018: the procedure being performed was a diagnostic neuro angio but the device was not used on the patient as the issue was found during prep. A 6fr angio-seal sheath was used and was returned with the dilator. A pre-deployment angiogram was performed. The angio-seal device was not inserted into the sheath of the faulty device. Hemostasis was achieved by the second angio-seal device.

Manufacturer narrative:
One 6 fr angio-seal evolution device was received for product evaluation. The hemostasis sheath was mated with the carrier tube assembly. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button of the device felt soft and the anchor was still present into the sheath. No other anomalies were noted. For functional testing was conducted, the deployment sleeve was moved into the forward lock position. No anomalies were noted with the device when the deployment sleeve was in the forward lock position. A clear snap was detected. The deployment sleeve was then moved into the rear lock position. Once the deployment sleeve was in full rear lock position, a second snap was detected. The deployment sleeve was fully exposed with color bands and posting the anchor to the distal tip of the hemostasis sheath. The body of the device was then pulled upwards which engaged the autotamping mechanism. The compaction tube advanced with no adverse resistance experienced. Once the green compaction marker could be seen and the collagen was tamped, the suture release button was pressed. The suture subsequently released from the spool. The body of the device was then disassembled to observe if any anomalies existed with the gearbox assembly. No anomalies were noted. Functional testing was performed by turning the drive gear clockwise retracting the rack. No anomalies were noted. The gear was then turned counterclockwise and again no anomalies were noted with the movement of the rack. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned sample was the normal product. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when loading the angio- seal evolution dilator into the sheath it did not seem to be locking into place. The device made the click sound however came out easily, so another device was used to finish the procedure. The patient condition was good. The procedure outcome was successful. There were no equipment or other devices used with the angio- seal evolution device.